Event description:
A review of service data detected a reportable event. Upon service investigation of battery charger sn (B)(4), the battery charger was unable to power on. The last pt to use this battery charger did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval charger/modem sn (B)(4) has been completed. Upon service eval, there was liquid contamination on the charger battery board. The cause of the charger's inability to power on is the corrosion on the battery board. The root cause of the corrosion cannot be positively identified, but is likely a result of liquid ingress. No adverse event resulted from the damaged charger/modem. The last pt to use this battery charger/modem did not report any deficiencies.